Event description:
Sorin group (B)(4) received a report that the s3 roller pump stopped during a procedure. There was no report of patient injury.

Manufacturer narrative:
(B)(4) manufactures the s3 roller pump module s3 console. The incident occurred in (B)(6). This medwatch report is filed on behalf of sorin group (B)(4). Sorin group (B)(4) received a report that the s3 roller pump stopped during a procedure. Investigation found that the pressure was reading 800 mmhg when just previously it was reading between 140 and 150 mmhg. The case continued with the level, bubble and pressure sensors switched off. The fault was reproduced by the service representative and it suggested that the ep pack was the source of error. The customer has decided not to have the parts repaired as the s3 will be decommissioned when the customer's new heart lung machines arrive. A loaner ep pack was provided. Sorin group (B)(4) stated that no further investigation is needed. No nonconformities were noted during the device history record review regarding this issue. The issue will be monitored for trends and if identified, corrections will be recommended.

Manufacturer narrative:
Patient information was not provided. Sorin group (B)(4) manufacturers the s3 roller pump module s3 console. The incident occurred in (B)(6). This medwatch report is filed on behalf of sorin group (B)(4). Sorin group (B)(4) received a report that the s3 roller pump stopped during a procedure. There was no report of patient injury. The investigation is ongoing. A follow-up report will be sent when the investigation is complete.